Event description:
Information received notes that unipolar and bipolar impe- dances were >1990 ohms. When the patient presented for lead replacement, the atrial lead measured 648 ohms with an analyzer. The patient's rhythm was about 50 bpm and appro- priate p-wave tracking was noted. The leads were reconnected and the pocket was closed. Impedance values were again >1990 ohms. Previous electrocautery was reported. A black mark was noted on the back side of the pacer during replacement.